Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call of battery out limit alarm and hospitalization from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was admitted to the hospital for high blood glucose readings and was not sure if the pump was acting normally. The customer was advised to call back to troubleshoot for high readings and no delivery once he gets out of the hospital.